Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis did not reveal any anomalies during the analyzed period. Log file analysis revealed that the controller lost its rtc time sometime after (B)(6) 2016 at 11:08:13 am. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The controller was received with its real time clock (rtc) reset to zero. However, after it was allowed to charge for a few hours, then powered off for a few hours and finally powered on to see if it retained its date and time, the controller was able to keep accurate date and time. The temporary reset was most likely due to a discharge of the battery during storage. No failure detected. The most likely root cause of the rtc's reset to zero can be attributed a rundown of the controller's rtc coin cell due to an extended period of time without connection to a power source. Per instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take on the controller. The controller has a internal battery that is only responsible for keeping the date and time in the controller. There is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that a patient came into the clinic for an upgrade to the controllers and a real time clock error was "seen" during smr upgrade. The controller was exchanged and the patient tolerated it well with no consequences. The controller is to be returned to the manufacturer for testing.